Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was observed that the right ventricular lead's pacing impedance was above the normal range and there was no capture when the patient was brought into clinic. Programming changes were made. A subsequent chest x-ray confirmed a possible fracture. The patient had no symptoms and was unaware of any issue. The physician had no plans for an intervention and was to continue to monitor the patient for any symptoms. The patient was stable.